Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully and the delivery catheter system (dcs) was removed from the patient. The pigtail catheter was advanced to the left ventricle for post-implant hemodynamic assessment. As the physician was removing the 6 french pigtail catheter from the ventricle without a guidewire, the pigtail became caught in the inflow portion of the valve and dislodged the valve into the ascending aorta. St elevations were observed. It was reported that the bottom of the valve caused a temporary obstruction of blood flow to the left coronary artery. The valve was snared through the aortic arch to the descending aorta above the renal arteries. As the valve was snared, the valve became partially inverted. The outflow portion of the valve was partially at the bottom. A guidewire was placed in the left ventricle in order to re-cross the valve with a new valve and dcs. The first valve was crossed successfully and the second valve was implanted successfully. The physician noted that removing the pigtail catheter from the ventricle without a guidewire was not best practice which attributed to the dislodging of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve load checks were provided for this event. The imaging provided confirmed the first valve system sat in the descending aorta and was distorted. The angiogram confirmed there were patent arteries to the lower extremities regardless of valve location. The imaging confirmed a valve deployed to 100% in the aortic annulus in a good position. There was no imaging provided that confirmed the pigtail dislodged the first valve system and the events related to relocating the valve into the descending aorta as stated in this event report. Dislodge events are typically not related to a device malfunction, and in this case the report states that as the pigtail was being removed it became caught in the inflow of the valve, resulting in valve dislodgment. As result of the valve dislodgement, the event reported that the bottom of the valve caused temporary coronary artery obstruction. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). The use of a snare to reposition the valve after deployment is complete is not recommended and per the IFU; once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated data: h6 - method code, results code, conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.